Event description:
It was reported the patient¿s stimulation had changed location. It was stated the patient had their device implanted a week prior to report and their symptoms were doing good. It was noted that on the day of report the patient was walking and all of a sudden they felt like they wanted to have a bowel movement but didn¿t. Reportedly, the patient was implanted for bladder. It was stated the patient was feeling stimulation in the floor of the pelvic area on their right side but at the time of report they were feeling it more toward the rectum. It was noted the patient turned it off to see if they still felt something and they did not so they tuned it back on and could feel stimulation again. Reportedly, the day of report is when the patient felt the sensation move more to the right. The patient stated it was at noon on the day of report and they were still aware of the feeling.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0buyy, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).